Event description:
The customer reported obtaining no differential results which were flagged with partial clog 2 (pc2) errors while running patient samples on the coulter lh 750 hematology analyzer. The customer indicated that the issue occurred intermittently and was not isolated to a single patient sample. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer did not provide any printouts of results for review. The customer also reported that the instrument generated "dil sol/opps +15v" error during the event. The "dil sol/opps +15v" errors are specific to direct current (dc) power failures.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the stabilyse (differential preservative) pump was intermittently generating air bubbles leading to a reduction in volume of stabilyse dispensed, causing the instrument to generate partial clog 2 (pc2) errors. The fse proceeded to replace the stabilyse (differential preservative) pump to resolve the issue with no differential results. Although the instrument also generated "dil sol/opps +15v" error at the time of the event, the error was unrelated to the issue reported by the customer; the fse could not confirm the error and stated that the error was only observed once by the customer and has not reoccurred since. Failure mode of the no differential result issue is attributed to a malfunctioning stabilyse pump and the instrument generated pc2 errors to alert the customer of the issue.